Event description:
(B)(6) 2024 consult fx locator abutment. (B)(6) 2025 fx locator screw could not be removed. Second opinion also could not remove. So, plan is to remove implant.

Event description:
(B)(6) 2024 consult fx locator abutment. (B)(6) 2025 fx locator screw could not be removed. Second opinion also could not remove. So, plan is to remove implant.